Manufacturer narrative:
The manufacturer did not receive the device or source documents for review. As no lot numbers were provided for the device, the device history record could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that during a hip implant surgery on (B)(6) 2017 a piece of the boxed chisel broke off. There was no patient injury and the broken piece did not fall into the patient.

Manufacturer narrative:
No trend considering the following event is identified: broken instrument's tip. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent, additional information is currently not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that a piece broke off at the tip of the box chisel. No direct impact on patient. Review of received data no medical data such as surgical notes or any other case-relevant documents received. The device was requested to be returned, however no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw : - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance => possible, as the manufacturing date of instrument remains unknown. It might have been manufactured before the implemention of the design change. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient. Not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as instrument was not returned for an investigation. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary the boxed chisel was not returned for an investigation and the lot is unknown. Therefore the manufacturing date of the product is also unknown. It might be possible that the broken instrument was manufactured prior to the design change: an inclination/ cutting angle of the blade of only 15° on one of the 4 blades of the boxed chisel was determined to be a root cause since it was smaller as compared to all other zimmer winterthur chisels, making the blade less robust against high forces occurring. Therefore design change was implemented. However, an exact root cause could not be determined as the lot is unknown and the product was not returned. The reported event could not be recreated. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Should additional information be received, and/or corrective and/or preventive actions be performed, an updated report would be submitted accordingly. Zimmer (B)(4) considers this case as closed for the time being. Zimmer¿s reference number of this file is (B)(4).